Event description:
Diabetes clinical manager reported via phone call, customer was in training and they were attempting to prime the insulin pump and insulin started squirting out. Incident occurred after the second time the diabetes clinical manager attempted to fill tubing. Customer's blood glucose was 206 mg/dl. Troubleshooting for prime rewind was performed. Customer was advised to see if there was a gap between the piston and the reservoir, customer stated there was. Customer was advised to change a new set and start prime process. Customer advised the insulin pump did not make the sound as if it found the reservoir and no insulin dripped out before the motor stopped. The drive support was reported normal by the customer. Customer was advised to discontinue use of the insulin pump, revert to back up, and the insulin pump needed to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.